Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient was getting an unspecified high cgm reading in her receiver some days after the sensor was put on the arm. She took a fingerstick and it showed a bg of high. The patient believed the readings she had were inaccurate and the sensor was malfunctioning. She also said that she was going into dka. To address the high reading, she took insulin (lantus) via a syringe. Her wife then drove her to see a doctor. The doctor did a fingerstick which said that her bg was 900 mg/dl. She could not provide the egv at this time. She was then advised to go to the hospital. She arrived at the hospital at about 4:45 pm. The staff did a blood test that showed a bg of 1200 and confirmed that she was going into dka. The patient could not provide the egv reading at this time. The staff gave the patient insulin (novalog) by a syringe. The patient stayed at the hospital for more than 24 hours and was discharged on (B)(6) 2026. Before the patient left the hospital, they did a fingerstick which showed a bg of 200 mg/dl. At the time of the call, the patient said that she is fine. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.